Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found the haptic torn, a piece of the haptic missing, and clear residue on the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.0/+2.5/089 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.